Event description:
Healthcare professional has reported right side broken device. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right-side broken device discovered upon surgery. Device has been explanted.

Manufacturer narrative:
Clarification to reason for reoperation: contralateral side rupture.